Event description:
It was reported that a physician attempted to perform a novasure endometrial ablation on (B)(6) 2014. When the dr. Inserted the device into the cavity, he felt it went in too far. The dr. Viewed the cavity via hysteroscopy and noted a small perforation and aborted the novasure. He then performed a tubal ligation and cauterized the perforation. The patient was discharged home.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by complainant, therefore, the expiration date is not known. Concomitant products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).